Manufacturer narrative:
Related record: 3011050570-2025-00485. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic ureteroscopy laser procedure, a nurse moved in front of the laser, cracking the blue laser fiber cladding at the hub connection point of the subject device. According to the initial reporter, the case continued without knowledge of this event until the staff began to smell smoke. Reportedly, the nurse standing directly in front of the laser fiber connection was lasered through their lead vest and onto their back. Upon discovering this failure, the laser was quickly stopped, and another like-unit was used to complete the procedure. There were no reports of patient harm as a result of this event. This is report 2 of 2.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The issue was deemed to have been confirmed from the information received. However, a further cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.